Event description:
It was reported the patient had not used her scs system or recharged her ipg for more than a year, hence her ipg was inoperable. The patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.